Event description:
As reported for this event by the customer, during preparation for use for a diagnostic laryngoscopy procedure, the device yielded no image when the scope was connected. The patient was not under anesthesia and there was no patient involvement. In the previous procedure there was no issue noted with the device and the procedure was completed with the same device without any delay.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of no image was not confirmed. Upon inspection and testing, it was observed that there was an image available for the device. However, the contact pin of the socket was deformed and causing image noise. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no image was displayed seems to have occurred due to deformation of the video connector socket terminal causing contact failure. A definitive root cause for the deformation of the video connector socket terminal could not be identified. Olympus will continue to monitor field performance for this device.